Event description:
It was reported to philips that the device pads connector cannot be inserted into the multifunction electrode cable connector when using multifunction pads. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.